Event description:
Same case as MDR #6000093-2007-00702. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2006. The mid right coronary artery (rca) was 100% stenosed. The physician placed two taxus express2 drug eluting stents, one 3.0x16mm stent was placed in the mid rca and one 2.75x24mm stent was placed in the distal rca. Pre-dilation was performed using a non bsc 2.0x20mm balloon. Medications used during this procedure include; heparin, integrilin, atropine, nitroglycerin and dopamine. No patient injuries or complications were reported. The patient was stable post procedure. In 2007, approximately 6 days after discontinuing plavix, the patient presented with thrombosis and 100% occlusion in the rca. After multiple balloon inflations using a 2.5x20mm maverick otw balloon, the physician was able to place a 3.0x15mm non bsc stent between the 2 previously placed taxus stents. Medications used during this procedure include; heparin, versed, plavix, integrilin, adenosine, nitroglycerin and mucomyst. No patient injuries or complications were reported.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.